Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the aads tubing was leaking from the drip chamber and the outside of the tubing was very sticky and coated. It did not appear that the tubing had incorrectly spiked the aads bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The set was sticky which was caused by the medication leakage. No other defects or abnormalities were observed. The set was attached to a bd IV bag and primed with water. No leakage was observed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.